Event description:
It was reported that the recharger was not charging the implantable neurostimulator (ins) and the issue began about a month ago. Caller stated they spoke with manufacturing representative and was referred to another representative. Caller stated the green light on the controller would blink for a while and then go solid when plugged into the outlet. Caller also stated when they plug the recharger into the controller, the controller just spins and gives a number on the screen. Agent had caller start recharging implant, caller saw passive recharge mode 10 9 10 while recharger is over implant site. The issue was not resolved through troubleshooting. A request was sent to the repair department to replace the recharger. Pt rep. (Patient representative) called back and mentioned they got the replacement recharger and the recharger worked to charge the ins one time, but then the pt got no device found again and the controller would not charge the ins. Pt (patient) mentioned they buttons at the bottom of the controller would not do anything and would not respond to touch. Pt rep. Said they tried to charge the ins, but it was difficult to find the right position. Pt rep. Said they spent 30 minutes this morning in passive recharge mode and could not get the middle number in passive recharge mode to go above 30. Tss (technical service specialist) had pt enter passive recharge mode, but pt could not get above 30 for the middle number. Controller then got stuck on looking for device. Tss requested replacement controller. Caller called back reporting they have received the new controller however the issue still had not been resolved. Agent had the pt start the recharging session after changing from aa batteries to the battery pack from the old controller. Caller reported no device found and passive recharging values of 27 27 27 on the controller screen. Agent asked to reposition the recharger; caller mentioned middle value gone up to 29. Caller denied recent falls or traumas near the implant site and also denied significant weight gain or loss. Agent reviewed all external devices have been replaced and redirected to healthcare provider (hcp) to further address.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.